Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An is-1 lead was inserted and retracted without difficulty. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observation of loss of capture.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was experiencing ¿dropped beats¿ with concern that the device¿s atrial tachy response (atr) mode switch may have been the cause. Episodes were reviewed by boston scientific technical services (ts) who indicated that the external ECG monitor did show pauses in ventricular pacing up to approximately 1400 ms while in ddd mode with a lower rate limit of 60 ppm. Ts also reviewed episodes stored to the device and suggested consideration of additional evaluation to ensure lead integrity. The device remained in service until its return approximately 7 years and 8 months later without allegation. No adverse patient effects were reported.